Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication as breast pain. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2014, patient underwent bilateral breast augmentation using a short scar incision. 1 piece of galaflex was cut in half and placed bilaterally. No concomitant procedures were done. On (B)(6) 2014, breast pain was reported. It was not specified if pain was in one breast or both. The patient was told to wear a more supportive bra. Breast pain ae is of unknown outcome. Review by medical affairs identifies the pain as likely related to the device and non serious.